Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise suspected to be associated with the sense b node resulting in a stored untreated episode. This system was tested in clinic with provocative maneuvers, however noise was unable to be reproduced. This system was subsequently reprogrammed to the secondary vector to mitigate further oversensing. Rhythmcare recommended performing an x-ray to evaluate electrode integrity. This system remains in service. No adverse patient effects were reported.